Event description:
A consumer reports experiencing monocular diplopia and difficulty reading following bilateral intraocular lens (iol) implant surgery. She also said that the surgeon had given her bifocals, but they do not seem to help. There are two medical device reports associated with these events. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 07/03/2008, 07/08/2008, 07/10/2008, 07/18/2008 and 07/22/2008 by phone, mail and fax. A completed questionnaire was received.